Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was no longer available an extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date reported as "a month ago," all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified higher glucose scan while wearing the adc freestyle libre sensor compared to an adc meter. The customer experienced feeling bad and was found with a loss of consciousness. Hcp contact was made, and unspecified third-party medical treatment was provided. No further information was reported as the customer could no longer remember. There was no report of death or permanent injury associated with this event.